Event description:
It was reported via repair work order that the cot dropped at the head end during a patient transport. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cot dropped at the head end during a patient transport. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The slide tube damper, lock rod, and release rod bushings were damaged which may have caused the cot drop event. This could not be confirmed as these parts were not available to be returned for further inspection.